Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an x-ray identified this atrial lead had dislodged and resulted in an inappropriate shock delivered from the associated right ventricular (rv) defibrillation lead. The patient was admitted to the hospital and a revision procedure was scheduled. Boston scientific has not received confirmation that the procedure has been performed. The system remains in service and no additional adverse patient effects were reported.